Event description:
It was reported that premature battery depletion was observed. The device reached eri before the warranty period. Patient was stable and a procedure for explant will be scheduled.

Event description:
New information states that the review of session records indicated that the battery longevity was normal.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-13833 as there was no malfunction seen on the device and the device was performing as specified.